Manufacturer narrative:
The device was not returned to the MFR, therefore, an investigation to determine root cause could not be conducted. The gel is designed to degrade over time; studies predict presence of gel three months after product was implanted. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It has been reported that 1 cc of novielle voice gel was injected percutaneously into the vocal folds in 2009. Add'l gel was injected five months later. Raspy voice and vocal fold stiffness was noted two months later. Pt saw a speech pathologist one week later for vocal fold stiffness. The novielle gel was explanted later that month and the area was injected with steroids.